Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported left side capsular contracture baker grade unknown, rupture, and exchange from textured to smooth due to the patients concerns with the product. Healthcare professional reports left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, yellow particles in the shell and weight to the spec. Voids in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted and replaced. Healthcare professional confirmed that the device was intact.